Event description:
A report was received that the patient was experiencing charging difficulties due to an angled ipg. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively.